Manufacturer narrative:
Date of event is unavailable. Evaluation summary it was caused due to the bending rubber worn out. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. We sent in scope eg27i10 (B)(4) on 5-4-21 because of worn coating in the bending rubber section. We received loaner eg27i10 (B)(4) and this same issue is starting to happen with that scope. We have not received our scope back yet.